Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown short gamma nail. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Evaluation revealed the trochanteric nail to be the primary product. All other mentioned products are regarded to be concomitant items. A review of the DHR revealed no discrepancies in material or manufacturing. Discussion of the damages observed on primary product: nail: damage and evidence of the breakage surfaces, course of the breakage line as well as the absence of plastic deformation (along the breakage line) suggest that the implant fractured in a fatigue manner due to overload. Evident lines of rest found on both fragments indicate a fatigue fracture of the nail running from lateral to medial. Appearance of the breakage surfaces, as well as the course of the breakage line, worn areas and material displacement in outside direction suggests that most likely the fatigue fracture started in the left web and with a certain delay in the right web as well. Bent outward material suggests the residual (forced-fracture) being located at the medial tips of the left web. Significant material abrasion and deformation (friction marks in the screw hole) were identified as cold sets (fretting corrosion), which were caused by high load bearing with the lag screw during the period of implantation. The lateral edge of the left web of the proximal drill hole had become significantly damaged due to contact with the lag screw stepdrill. Such ¿ not intended ¿ material damages can cause additional notch effects. General technical aspects: the broken implant is a temporary implant which inevitably will be subject of a fatigue fracture if the stresses on the implant are too high or not considerably reduced during the period of implantation. This could be described as a race between bony consolidation / fracture healing and implant breakage. If fracture healing is insufficient mechanical damage of a load-bearing or load-sharing device is more likely. Generally the risk of a breakage will increase with the increase of load cycles and load level. In this case a non-union is reported which suggest that the level of stress did not reduce during the period of implantation and finally contributed significantly to the breakage of the implant. Based on the above observations the root cause of the reported event is not linked to a deficiency of the device, but contributed by intra-operatively damage of the nail caused by a deviated lag screw step drill (notching effect/creation of the starting point of the implant breakage at the lateral edge of the left bridge). A more precise statement is not possible with the information given.

Event description:
It was reported that surgeon remed a short gamma nail due to breakage near the lag screw and converted patient to a total hip.

Event description:
It was reported that surgeon remed a short gamma nail due to breakage near the lag screw and converted patient to a total hip.